Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he changes his infusion set about every 3 days. Customer stated that his blood glucose had been all over the place. Customer stated that his pump isn't working. Customer stated that this morning he took his blood glucose this morning was at 151 mg/dl and then was at 160 mg/dl when he woke up. Customer stated that for lunch he was 308 mg/dl. Patient's current blood glucose was 444 mg/dl. The customer treated high blood glucose by just taking extra insulin from the pump. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The customer also received no delivery alarm. The insulin pump will be returned for analysis.